Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Visual inspection showed no visible issues. Testing was completed to assess the electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock due to low/poor amplitude morphology noise oversensing, that additionally disabled the smartpass feature. Technical services reviewed the case and indicated that this issue is related to either air trapped in the subcutaneous implantable cardioverter defibrillator (s-ICD) system that will eventually escape, or an insertion issue of the implantable electrode. X-rays were performed only a few hours after implant, but not after the inappropriate shocks, and showed no issues. Isometrics were performed, and nothing was reproducible. Thus, the air entrapment was suspected to be the real cause of this case issues. Eventually, the s-ICD system was explanted and replaced with a transvenous system as requested by the patient. The s-ICD and electrode connection was checked after the explant and appeared to be normal. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to low/poor amplitude morphology noise oversensing, that additionally disabled the smartpass feature. Technical services reviewed the case and indicated that this issue is related to either air trapped in the subcutaneous implantable cardioverter defibrillator (s-ICD) system that will eventually escape, or an insertion issue of the implantable electrode. X-rays were performed only a few hours after implant, but not after the inappropriate shocks, and showed no issues. Isometrics were performed, and nothing was reproducible. Thus, the air entrapment was suspected to be the real cause of this case issues. Eventually, the s-ICD system was explanted and replaced with a transvenous system as requested by the patient. The s-ICD and electrode connection was checked after the explant and appeared to be normal. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.